Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Cause of bg was not known. Bg was addressed via correction bolus.